Event description:
The manufacturer was contacted about a rep dreamstation auto CPAP, dom device, alleging that the patient smelled smoke and that the power cord power supply had melted. The patient was not aware of any smoke; however, they were awakened from their sleep because the device stopped working, displaying a "service required" error message. There was no allegation of patient harm or serious injury; neither was there any medical intervention specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.